Manufacturer narrative:
The leads involved in the complaint were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a trial, the patient was shocked by overstimulation. The patient had discovered that the cables were unplugged from the external trial stimulator (ets) and plugged them back in without first turning down the stimulation level and was shocked. The patient fell and injured her hip. The patient was given analgesic patches and is now reportedly doing well.